Event description:
The pt was implanted with a left ventricular assist device. The pt experienced power cable disconnect alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of power cable disconnect alarms was confirmed during analysis. Power cable disconnect became active when the black cable was maneuvered. The white cable was stripped at the connector end, and the (brown) battery gauge inner conductor was confirmed to be broken. When interrupted, the battery gauge line may result in a power cable disconnect alarm. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.